Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3014334038-2022-00106, 3013886523-2022-00205. A facility reported a cerelink sensor (unknown ID) was placed in the right frontal lobe via a bolt (metal skull bolt kit) of a patient with traumatic brain injury (tbi) on (B)(6) 2022 at 21:00. After 24 hours of admission due to the icp kept spiking the patient had a left frontoparietal decompressive hemicraniectomy performed. On (B)(6) 2022 (morning) the icp was ~12mmhg to 15mmhg most of the day with occasional spiking ~20mmhg (not sustained). Later, the nurse noticed the icp was drifting down to ~2-3mmhg with a poor waveform. The patient was scheduled for a post-op CT. Prior to CT, the icp was 2mmhg to 3mmhg with a poor waveform; but upon arrival back to the ICU, the error code appeared on the cerelink icp monitor. During transport to the CT scanner, the nurse did not take the cerelink monitor. She disconnected the icp extension cable from the microsensor. Troubleshooting steps they took ¿ all were unsuccessful: rebooted the cerelink = (error code remained). Turned the cerelink off x 5 minutes ¿ then turned back on = (error code remained). Changed out icp extension cable = (error code remained). Changed cerelink monitor ¿ (error code remained). Physician's decision was to remove it and not replace the icp.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10. The microsensor was not returned for evaluation and lot number information has not been provided. Therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.

Event description:
N/a.